Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be use related. A 0.038¿ guidewire was received in its hoop. The coil wire at the distal end of the guidewire segment was elongated over the core wire. The ¿j¿-bend in the coil wire was located 3.5cm distal to the ¿j¿-bend in the core wire. No parts of the guidewire were missing. The coil wire was stretched just proximal to the distal weld tip, which revealed that the core wire broke at the weld. The proximal end of the guidewire passed through an 18g needle without difficulty. The damage observed on the returned sample is consistent with a break of the core wire under tensile stress. This can occur if the guidewire becomes lodged in the needle during use. One of the cautions in the IFU states, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay1209 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the guidewire was broken. No patient injury reported.